Event description:
The customer reported that just after treatment was completed and the gantry was moving toward zero degrees, the wedge fell out of the collimator interface mount. The screws used to fasten the wedge to the wedge tray broke off. The report did not involve injury to the patient or operator.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a pulmonary resection procedure, in the first firing, the device locked and did not open. It was necessary to use extra force to open the closing trigger and get back to the original position. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). (Spring cartridge lockout tab); the analysis results found that the 6tb45 device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The device opened without any difficulties noted. The analysis results found that five 6r45b reloads were received in good visual condition. Cartridges d-g were received fully fired. Cartridge c was received partially fired and with damage to the spring cartridge lockout. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the returned reload. A batch record review was performed and no anomalies were found during the manufacturing process.